Event description:
It was reported that the client was periodically receiving error messages while in pacer and had one instance of lost data, and a strip from a transtelephonic monitoring session had to be re-recorded. It was advised that the errors could be caused by a workflow issue. Troubleshooting will be ongoing. No patient complications have been reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.